Event description:
It was reported to boston scientific corporation on june 26, 2020 that a hot axios stent was to be implanted for drainage of the common bile duct during a choledocoduodenostomy procedure performed on june 26, 2020. According to the complainant, the handle was rotated as the device was luer locked to the scope. During the procedure, the stent failed to deploy even after three attempts. The stent was removed fully covered by the outer sheath. Reportedly, an endoscopic retrograde cholangiopancreatography (ercp) procedure was performed by another physician and two wallflex stents were deployed successfully to address the puncture site of the bile duct. The patient's condition at the conclusion of the procedure was reported to be fine and the patient's current condition was reported to be good. A photo of the device provided by the complainant shows that the outer sheath was damaged. Note: according to the complainant, the handle was rotated as the device was luer locked to the scope. The hot axios stent and delivery system directions for use state, "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope."

Manufacturer narrative:
Block e1: initial reporter's address 1: boulevard de patience et beaujon 2. Block h6: problem code 1158 captures the reportable event of stent failure to deploy. Block h10: a hot axios stent and delivery system were returned for analysis. Visual examination of the returned device found the stent was received fully covered by the outer sheath and the handle was received in "position 4." The outer sheath was damaged in several sections and was kinked near the luer. A functional inspection was performed by backloading the guidewire through the axios device; however, the guidewire did not exit at the monopolar section as expected and the stent was unable to deploy. A destructive inspection was necessary to destroy the delivery system; rotational damage was identified and the outer sheath was found twisted. A microscopic examination was performed and the outer sheath was returned with rotational damage. No other issues with the stent and delivery system were noted. The reported event of stent failure to deploy, difficult to advance guidewire and sheath damaged were confirmed. A labeling review was performed, and from the information available, this device was used in a manner inconsistent with the directions for use (dfu). The complainant reported that the handle was rotated as the device was luer locked to the scope. According to the evidence found in the product analysis, the outer sheath was returned kinked, damaged and twisted which is evidence that the luer was incorrectly rotated as the dfu states "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope." Taking all available information into consideration, the investigation concluded that the reported event and the observed failures were likely due to factors encountered during the procedure. The kink in the outer sheath may be a result of the force during the attempted deployment. It may be that the technique used by the physician in rotating the handle incorrectly based on the dfu during the procedure, could have caused the torsion on the delivery system which resulted in the twisted sheath and the inability to advance the guidewire through the delivery system, limited the performance of the device and contributed to the stent failure to deploy, sheath damage, and the difficulty advancing the guidewire. Therefore, the most probable cause is failure to follow instructions. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly, and performance specifications at the time of release for distribution.

Manufacturer narrative:
(B)(6). (B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2020 that a hot axios stent was to be implanted for drainage of the common bile duct during a choledochoduodenostomy procedure performed on (B)(6) 2020. According to the complainant, the handle was rotated as the device was luer locked to the scope. During the procedure, the stent failed to deploy even after three attempts. The stent was removed fully covered by the outer sheath. Reportedly, an endoscopic retrograde cholangiopancreatography (ercp) procedure was performed by another physician and two wallflex stents were deployed successfully to address the puncture site of the bile duct. The patient's condition at the conclusion of the procedure was reported to be fine and the patient's current condition was reported to be good. A photo of the device provided by the complainant shows that the outer sheath was damaged. Note: according to the complainant, the handle was rotated as the device was luer locked to the scope. The hot axios stent and delivery system directions for use state, "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope."